Manufacturer narrative:
Additional concomitant medical products: metasul ldh, head, 50, code p, taper 18/20 catalog no# 01.00181.500; lot no# 2447547. Cls spotorno, stem, 125, uncemented, 11.25, taper 12/14 catalog no# 01.00295.011; lot no# 2401788. Therapy date: (B)(6) 2017. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to armd.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried to receive more information for this case. Additional information was requested at complainant the latest one on september 20, 2018 and we received the answer that no more information is available. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: adverse soft tissue reaction to particle debris. Review of event description: it was reported that the patient received a tha implant on the right side on (B)(6), 2009 and was revised on (B)(6), 2017 due to adverse soft tissue reaction to particle debris. Review of received data: the received njr database entry was reviewed. The review states a revision due to adverse soft tissue reaction to particle debris. The summary of removed components states that the acetabular component was removed only. No other medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation: - the compatibility check between the mmc cup and the metasul ldh head was performed and showed that the product combination was approved by zimmer biomet. However, as the used head adapter is unknown, the compatibility of the ldh head and the head adapter, as well as of the head adapter and the cls stem, is unknown. - the review of the device history records (DHR) and the raw material certificate did not show any conspicuousness. Conclusion summary: it was reported that the patient received a tha implant on the right side on (B)(6), 2009 and was revised on (B)(6), 2017 due to adverse soft tissue reaction to particle debris after almost 8 years in-vivo. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Further, based on the njr database entry the reason for revision is adverse soft tissue reaction to particle debris. The summary of removed components states that the acetabular component was removed only. However, due to the significant lack of information and appropriate documentation, an accurate analysis could not be performed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, based on the given information and the results of the investigation, we were neither able to recreate the reported event nor to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.